Manufacturer narrative:
One opened and or used reservoir was inspected for anomalies and none were noted. Occlusion test and manual prime was performed, the reservoir passed no occlusion anomalies were noted during analysis.

Event description:
It is reported that a customer has issues with their reservoir and infusion set on their insulin pump. The patient's blood glucose level was at 134 mg/dl. The customer stated that the set does not stick well with the adhesive tape and would like to return the reservoir and infusion set back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.